Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately four years, two months, and one day following the implant of this transcatheter bi oprosthetic valve, the patient presented with an increased mean gradient of 41 mmhg and a peak velocity of 4.8 m/sec. Anticoagulation medication had no affect on the gradient. Four years, five months, and 29 days following the valve implant, the valve was explanted and replaced. It was reported that the explant was difficult as the valve had significant calcification deposits on the leaflets. While explanting the valve, the ascending aorta was damaged. The ascending aorta required a hemi-arch procedure to repair. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Two image/photos were provided and retrieved for the explant lab technician to review. Per the review, leaflets 1 and 3 were in the closed position, while leaflet 2 appeared slightly open. Extensive extrinsic host growth, appearing to be calcification nodules, were observed on the outflow of all leaflets and inflow of leaflet 2 likely restricting leaflet mobility. Pannus appeared to have infiltrated the tops of all commissures. Pannus remained attached to the outflow frame extending towards the tops of the commissures, into the waist region of the frame and abluminal surface of the valve skirt. Two native leaflets can be observed with the explanted valve. Outflow aspect appeared distorted; oval shaped. Two frame fractures were noted on a frame cell, appearing to have possibly occurred during explant. The above observations were made based on the images provided. Observations cannot be verified as explanted valve was not returned for evaluation. High gradient increase over time can possibly be caused by a variety of factors, such as valve related (degeneration, thrombus, calcification, etc) or non-valve related factors (lvot obstruction, patient pressures, lv dysfunction, valve position, etc). No echo images have been received for review. In this case, it was reported that four years, five months, and 29 days following the valve implant, the valve was explanted, and the valve had significant calcification deposits on the leaflets. Although a conclusive root cause to the calcification could not be determined, these are known potential failure modes for bioprosthethic valves and largely dependent on patient condition. It is known that calcification formation may lead to decreased leaflet mobility leading to valve stenosis and high gradient, which might had occurred in this event. However, without a copy of the echo or imaging film for review and device return for analysis, the failure mechanism of the device cannot be established and the conclusive cause of the reported high gradients cannot be determined. This event does not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.